Event description:
It was reported that the patient experienced a hypoglycemic event that required glucagon administration by a caregiver, and an engineering review was requested to assess any association with a cartridge change. Symptoms included low blood glucose requiring rescue therapy. Outcomes included temporary impairment that necessitated intervention but did not result in hospitalization. Investigation included a review of available device data and event history. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that a definitive device-related cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.